Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient was experiencing the worst pain in the back and both legs became numb. The patient underwent an explant procedure. No further information could be obtained.